Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 111. An initial elevated tnih result was obtained for the patient in question. The patient was called and asked to go to the emergency room for further evaluation. The sample was repeat-tested on the same atellica im instrument, and the result was much lower (below reference cutoff). When the same sample was tested later using roche cobas, another low result was obtained. The initial elevated result was identified as discordant. There are no reports of any adverse patient consequences in association with the observed discordance. Quality control (qc) results were within expected ranges at the time of the discordant observation.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Update, (B)(6) 2025: siemens has concluded the investigation. Following review of the available information, reagent issues were ruled out as quality control (qc) results were within expected ranges and no issues were reported for any other patient samples. Return of the affected sample for further investigation is not warranted as the discordant result was not reproducible in repeat testing. Review of instrument logs did not show any evidence of any hardware issues affecting delivery of either sample or reagents for the affected test. Although a definitive cause for the discordant elevated result could not be determined, the recorded aspiration curve for the affected sample is suggestive of pre-analytical (sample quality) issues with the sample, as higher than usual vacuum was required to aspirate the initial sample. The customer is operational, and the issue was resolved with additional testing. No systemic product problem was identified.